Event description:
It was reported that during a unk procedure, the blade tip broke. Used another device. No pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.